Event description:
Additional information was received from a healthcare provider (hcp) reporting that there was a high pressure through the side port that occurred after a patient fall. It was reported that they would revise it in the near future. The lump on the patient's belly was determined to be unrelated to their device/therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6)2022 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and a healthcare provider (hcp) via a company representative who reported that the patient experienced a loss of efficacy, and they were unable to aspirate the side port. There were no environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting included imaging and attempted catheter aspiration. The catheter was replaced. The pump was delivering morphine (5 mg/ml at .6 mg/day) at the time of the report. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID: 8596sc (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving clonidine and dilaudid via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient reported issues with their pain pump. They mentioned that their belly was numb where the device was implanted since 2-3 months ago. The patient was transferred to the manufacturer's patient services for further assistance. The patient stated that ever since they got the pump it seemed to be insufficient. The patient stated that they needed more medication as soon as they got it and kept going until they couldn't give them anymore. The patient also stated that recently they found out they had a lump on their belly and it was all numb and they said it had to be something to do with the pump. The patient went to the doctor and the doctor said there was another spot where they could aspirate it and put force through the catheter, and the catheter was blocked so they could not get anything to go through it. The patient mentioned that from the very beginning they weren't getting any kind of relief and they were always crying that they need more medication. The patient mentioned that they were going through withdrawal. The patient stated that they had an appointment on wednesday on (B)(6) 2024 where they are going to change the catheter or pump and they would like for someone from manufacturer to be present. The patient was redirected to their healthcare provider to further address the issue.